Event description:
Cameron health received information that approximately two years, three months after implant the patient presented to the hospital because beeping tones were emitting from the pulse generator ("device"). It was reported that upon interrogation of the device, a red screen appeared (battery depletion error) with instructions to contact cameron health. At that time the battery level was reported as 50%. It was further reported that the patient was sent home and instructed to return to their clinic to capture log data for analysis. The patient returned to their clinic three weeks later. When the device was interrogated, the battery level of 5% was discovered. Cameron health confirmed the battery level via log file review and the device was explanted and replaced with another pulse generator one day later. The electrode remained implanted. There were no adverse patient effects reported during the replacement procedure. The explanted device was returned to cameron health for analysis.

Manufacturer narrative:
The device has been received by cameron health's quality laboratory. This report will be updated upon completion of analysis.